Manufacturer narrative:
The pt has hepatitis b plus; therefore, it is unsafe to return the product. The device is not being returned for evaluation. However, the directions for use for the edwards model 120803f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations, where the recommended pull force is exceeded to remove adherent material.

Event description:
It was reported that the customer had initially used two catheters in 2007, to remove thrombus in patient's shunt. The balloon on the first catheter ruptured; however, the customer did not notice that there was any abnormal resistance during use of the device. The patient complained of having arm pain. The hospital found a coil-like material inside the patient's vessel (upper arm) during the 2nd surgery performed seventeen days later, to remove the coil. Removal was successful.